Event description:
Clinic notes were received in for generator replacement referral. Notes report that on (B)(6) 2015, the patient was diagnosed with left vocal cord paralysis that was thought to be caused by the vns. Patient was referred to another physician for laryngology evaluation. Past medical history section of these clinic notes states ¿vocal cord paralysis, unilateral complete¿ with a date of (B)(6) 2015. Additional information was received from the physician that the cause of the vocal cord paralysis is vns surgery but the physician also stated that the vns stimulation cannot be ruled out.